Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that they experienced increased pain associated with loss of stimulation. It was unknown what led to this event. Diagnostic testing/troubleshooting has not yet been performed. Surgical intervention did not occur but unknown if planned. The patient was alive with injury. The issue was not resolved at the time of this report. The rep reported eleven days later that they were awaiting a replacement device to determine if that will fix the issue. The issue was not resolved. If additional information is received, a follow up report will be sent.